Event description:
End user reported that his l-4r scooter stopped, leaving him stranded. User started to walk home, stepped off a curb, fell into the street, on his face. User allegedly sustained a broken nose, bleeding. The police stopped, called an ambulance. User refused to go the hospital, ambulance took him home. The scooter was allegedly fully charged, with a green light.